Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 14-apr-2026. The unit was returned with reported system hot, which was not confirmed upon inspection, but muffler was blocked and filled with dust, it causes low flow. Internal 02 reading measured 92%, while the external 02 reading measured 89.2%. And psa-10 that indicates column is contaminated with moisture; it contributed to the low oxygen level. Housing & uip was dirty & scratched due to probable rough cleaning.

Event description:
It was reported that the patient's unit was having charging issues with their power cable while in their car. The patient went to unplug the charger and the metal pin on the power cable was really hot and it burned the patient, however it did not leave any marks as the patient quickly moved it away. As a result, the unit shutdown after that and the patient was unable to power it back on despite troubleshooting efforts. The patient did not have any other health issues at the time of the event. A replacement unit was sent to the patient and it is working for them.